Event description:
It was reported that within a couple months of implant, the patient developed constrictive pericarditis in addition to severe tricuspid regurgitation. The physician felt that the leads lead to the patient's issues, and subsequently decided to revise the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2014. (B)(4).